Manufacturer narrative:
As reported, the bard/davol optifix straight device guidewire was noted to be bent and failed to fixate the third fastener into the mesh. Evaluation of the sample finds for a bent guide wire and bent back up tabs. The failure to fixate as reported is a known result of a bent guide wire and deformed backup tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed. Root cause of the bent guide wire and backup tabs on the device is found to be from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the surgeon used a bard/davol optifix straight fixation device. As reported, the third fastener did not fixate well and was removed from the patient's body. As reported, the guide wire was noted to be bent. There was no reported patient injury.